Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed using a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was good.